Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown: omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: freestyle libre 2 plus. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time [1][2][3]), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019; 13:614-626. [2] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019; 10:751-755 [3] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019; 21:155-158.

Event description:
It was reported that the patient attended a physician visit at (B)(6) hospital on (B)(6) 2026, due to elevated blood glucose levels. During a call with a specialist nurse, the patient reported frequent alarms from the omnipod personal diabetes manager (pdm) controller, accompanied by an error code beginning with "05-." The patient further reported that the controller had switched to automated mode, after which symptoms associated with elevated glucose levels were experienced. During the call, the specialist nurse noted that the patient was experiencing hyperglycemia and ketonemia. The patient's blood glucose levels reportedly exceeded 13.9 mmol/l (250 mg/dl) while wearing the pod for an unknown duration. The patient was treated with insulin injections administered via pen during the physician visit, and the pod was reportedly removed. At the time of the call, the patient was still at the hospital for their visit, and the duration of visit is unknown. Follow-up attempts are ongoing to obtain additional information.